Manufacturer narrative:
An event of paravalvular leak (pvl) and valve underexpansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported pvl was caused by non apposition of the transcatheter valve frame to the annulus due to annular calcification or lvot calcification (procedural conditions). The reported valve underexpansion was related to patients anatomy (due to thick/fibrotic leaflets affecting the expansion of the valve which resulted in pvl.). The patient effects of heart block appears to be related to procedural conditions (pre-dilation bav and persisted after valve deployment). The reported unexpected medical interventions were the results of case-specific circumstances, post-implant valvuloplasty was performed and a temporary pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 18mm non-abbott device. The valve was re-sheathed once during procedure due to being deployed too high. A post-implant balloon aortic valvuloplasty was performed using a 21mm non-abbott device due to moderate perivalvular leakage. It was also noted during procedure via electrocardiogram, that the patient developed a left bundle branch block. The decision was made to place a temporary venous pacemaker. No additional information was provided. --final emdr-- subsequent to the previously filed report, additional information was received that the left bundle branch block (lbbb) occurred right after the balloon pre-dilation, and persisted after valve deployment. There was no deployment or retraction difficulties during procedure. The inflow edge of the valve was not constrained, but was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The final non-coronary cusp implant depth was 3mm. The implanter did check for non-uniform expansion. No eccentric calcification was noted, but possibly thick and fibrotic leaflets affecting expansion results in mild perivalvular leakage (pvl) and an incompletely expanded valve that required the post-implant balloon aortic valvuloplasty. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no initial or prolonged hospitalization due to these events. The pvl is attributed to on apposition of the transcatheter valve frame to the annulus due to annular calcification or left ventricular outflow tract calcification.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 18mm non-abbott device. The valve was re-sheathed once during procedure due to being deployed too high. A post-implant balloon aortic valvuloplasty was performed using a 21mm non-abbott device due to moderate perivalvular leakage. It was also noted during procedure via electrocardiogram, that the patient developed a left bundle branch block. The decision was made to place a temporary venous pacemaker.